Event description:
It was reported that following a non device related procedure, the patients ipg was no longer functioning and the patient was having difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.